Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer also reported that the infusion set tape was not sticking. The customer also requested assistance in programming the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-213a, mmt-1884. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value was 161 mg/dl and sensor glucose value was 400 mg/dl at the time of event. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. Tester procedure was performed for auto mode/smartguard isue and customer requested assistance. The auto mode readiness/smartguard checklist screen was reviewed. It was explained to the customer what was missing to enter auto mode/smartguard and how to resolve it. The customer was assisted with the requested programming. Troubleshooting was performed for a tape not sticking issue, and the customer stated that the tape had peeled off. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. No product return is required for mmt-213a. No product return is required for mmt-1884.